Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced pain and frequent urination. It was reported that the pt's bladder was cramping and it was as if the device was ever implanted. It was reported that cold weather hurts the device. The event happened following a position change, bending over. It was reported that the pt experienced pain when bending over. It was reported that the hcp said the pt had a cracked wire or lead. It was reported that the pt had pain in her vagina, pelvic bone and back since sept 2010. The hcp will not operate due to concerns for infection. Add'l info has been requested, but was not available as of the date of this report.